Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system electronic instructions for use states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mildly calcified left anterior descending coronary artery. The 3.50x18 mm xience alpine stent delivery system (sds) device was not inspected prior to advancing in the patient. The xience alpine sds was advanced to the target lesion without resistance noted, the sds was inflated and it was noted that there was no stent on the balloon. The sds was removed without issue and intravascular ultrasound (ivus) was used to confirm that the stent had not dislodged inside the patient. The stent was not located. A same size xience alpine sds was used to complete the procedure. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.